Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted with a prostyle device using a 6f sheath after a peripheral intervention procedure. Reportedly, after deploying the device without issue, the suture came out of the patient anatomy while advancing the knot. A percutaneous transluminal intervention using a balloon was used to achieve hemostasis. Manual compression was applied for added measure afterwards as the patient was anti-coagulated. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.